Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). Device evaluation: product is not available for investigation, as the lens remains implanted. The complaint cannot be confirmed and neither a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that clearly visible 5 central grooves on the optic of the lens could be seen during implantation. No explant is planned and no impact on patient vision has been reported. Additional information received states no interventions are planned, outcome is good and no reports of halos or other visual issues. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.